Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported nausea, abdominal pain and spontaneous bacterial peritonitis. The etiology of the event(s) is unknown; therefore causality cannot fully be determined. However based on the information available, there is no documentation or indication the liberty select cycler caused or contributed to the adverse event(s). Additionally, there is no evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). The patient continues to utilize the related liberty select cycler, which implies the machine is functioning appropriately. It is known patients undergoing peritoneal dialysis are high risk for infections of the peritoneum. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported nausea, abdominal pain, and spontaneous bacterial peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A local fire department called technical support for assistance to disconnect a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) from the liberty select cycler to bring them to the hospital. During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the patient was hospitalized for fluid overload due to the liberty select cycler. However, additional follow-up performed revealed the patient hospitalized four days for peritonitis, and an infected pd catheter (not a fresenius product). Per the pdrn, the patient¿s peritoneal effluent fluid cultures were positive for staphylococcus epidermidis, and patient was treated outpatient on with vancomycin 1500 mg (route unknown). The discharge summary was received and revealed the patient presented to the emergency room (ER) with nausea, abdominal pain and suspected pd catheter dysfunction. Peritoneal effluent fluid cultures were collected (date unknown), and were significant for staphylococcus epidermidis, aerococcus urinae and corynebacterium sp. The patient was diagnosed with spontaneous bacterial peritonitis (sbp) and treated with intravenous (IV) vancomycin 1500 mg for 10 days. A computed tomography (CT) scan was taken of the abdomen (date unknown), which was significant for a large asities and liver abnormalities. During the hospitalization the patient experienced swelling of the lower extremities (details unknown), which was effectively treated with lasix 80 mg twice daily. A surgical consult was placed for the suspected pd catheter malfunction (not a fresenius product). Cathflow was instilled into the pd catheter with good result, and surgical intervention was not required. The patient was discharged in stable condition, with an order to continue vancomycin and lasix. Additionally, the patient was directed to follow-up the abnormal CT scan results on an outpatient basis.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.